Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a backup vvi alert had been received on merlin.net. The patient presented to clinic with the device in backup vvi mode. As a result, tech services was contacted and the device was restored to normal function. The patient is stable.